Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and that his left side was much worse than the right. His right side used to be his "worse side". The pt was getting partial benefit prior to the replacement surgery in (B)(6) 2009 and was getting less benefit after. Interrogation of the device indicated the possibility of a dead battery. Reprogramming had been attempted, but did not help the pt's tremors. The neurostimulator was replaced. In addition, the neurostimulator on the opposite side was replaced due to normal battery depletion. After the procedure, the pt now was getting stimulation and more symptom relief than before.